Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced right knee and ankle swelling - aggravated especially when walking but no pain. Medial wear of the polyethylene, plus minor lucency around the femoral condyle and minor lucency of medial tibia. As a result, approximately 3 years after initial replacement, the patient is listed for revision of right knee, to be monitored, with appointment and x-ray in one year. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0340 - logic femoral ps cem right sz 4, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, 200-02-38 - three peg patella 38mm. The reported event was unable to be confirmed due to limited information received from the customer. A definitive root cause was unable to be determined; however, may have resulted from the inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed as no serial numbers were provided. Potential contributions of manufacturing, user, or patient-related considerations could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant product information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.